Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (battery charger problem-batteries won't power up monitor) has been confirmed. Upon eval corrosion was found in on the battery connector board. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress within the bedside board. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report that neither of his batteries will power up his monitor. The pt was sent a replacement battery charger and two battery packs.